Event description:
It was reported in the journal of neurointerventional surgery a case where the patient presented with 85% stenosis in the basilar artery. After the second angioplasty with another balloon catheter (subject device), there was an arterial rupture, resulting in a subarachnoid hemorrhage from the mid-basilar, which resulted in a major ipsilateral stroke and death. The procedure was stopped. No additional information is available.

Manufacturer narrative:
Event date: the exact date of the event is unknown as it was from a retrospective review from patients enrolled from february 2006 and october 2011. The product remains implanted; therefore, a physical analysis could not be performed. The device history record (DHR) could not be reviewed because the lot number remains unknown; however, the device is believed to have met specifications when released because the device was used. Because the reported vessel dissection, hemorrhage/blood loss with sequelae, stroke and death are known physiological effects of the procedure noted with the directions for use and/or device labeling, a cause of anticipated procedural complication was assigned. The subject device remains implanted.